Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Severe kinks were observed along the length of the pusher assembly. The embolization coil was intact with the pusher assembly and has offset coil winds along its length. The embolization coil was returned advanced distal to the introducer sheath. During functional testing, the smart coil was unable to advance or retract from its returned position due to the pusher assembly kinks. Conclusions: evaluation of the first smart coil revealed an undamaged and functional device. During functional testing, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. The reported complaint could not be confirmed. Evaluation of the second smart coil revealed kinks along the length of the pusher assembly and offset coil winds along the length of the embolization coil. Based on the complaint, these damages were likely incidental and could have occurred during packaging for return to penumbra. The reported slightly kink on the pusher assembly could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The investigation findings do not lead to a clear conclusion about the root cause of slight kink on the pusher assembly. This report is associated with MFR report number: 3005168196-2020-01241.

Event description:
The patient was undergoing a coil embolization procedure in the right m2 segment of the middle cerebral artery (mca) using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, a smart coil was unable to advance from the starting position within the introducer sheath; therefore, it was removed. The physician then placed multiple smart coils in the target vessel using the same microcatheter. While attempting to advance another smart coil into the microcatheter, the physician noticed the pusher assembly of the smart coil to kinked and, therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.